Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's insulin delivery had halted for an unknown reason. Customer's blood glucose was 167mg/dl. Reportedly, the customer resumed insulin and continued using the pump for insulin therapy.